Event description:
A customer reported experiencing a cartridge alarm on their pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. As a corrective action, the customer was advised to use a backup insulin pump while tandem technical support arranged to replace the faulty pump. The customer was guided on how to return the problematic pump and acknowledged the instructions for setting up the replacement.